Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, the investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The unit was inspected and tested, the video connector was in good condition. However, it was noted that a non-olympus lamp was being utilized for lamp a and lamp b was browning. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the socket on the olympus video system was damaged. Reportedly, the scope paddle connector was stuck in the socket. The customer did confirm, this was noted during clean up after the procedure was already completed. Reporter confirmed there was no impact on the patient or overall outcome.